Event description:
It was reported that the dust bag of bone cement was unsealed. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed as the product was returned. The device has been returned to the manufacturer. The device analysis showed that the sealing of the inner packaging was damaged. The review of the device manufacturing quality record indicate that 2872 products désignation biomet bone cement 1x40g, reference (B)(4), batch a633bi1601 were manufactured on (B)(6) 2016. The device manufacturing quality record of (B)(4) indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. Only this complaint has been recorded for biomet bone cement r, batch a633bi1601 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicate that 2872 products désignation biomet bone cement 1x40g, reference 3035890011, batch a633bi1601 were manufactured on november 23, 2016. The device manufacturing quality record of 3930853 indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the dust bag of bone cement was unsealed. No adverse event has been reported.